Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. Customer blood glucose reading was 101 mg/dl. The insulin pump was not exposed to moisture. Customer was using duracell aaa. Customer used new battery, but the display did not return. Customer also reported power loss alarm. The insulin pump not working. Insulin pump will be returning for analysis.

Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify unexpected battery power loss anomaly due to blank display. No moisture damage on motor, vibrator, keypad and electronics assembly noted.